Manufacturer narrative:
(B)(4). Device alarmed pump error during motor rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement test due to pump error 38. Motor was tested outside device, and it failed. The middle (enter) keypad button is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the okay button. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.